Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer patient via a manufacturer representative . The patient was receiving fentanyl 10mg/ml at 3.4mg/day and marcaine 4mg/ml at 1.36mg/day via an implanted pump. Indication for use was noted as non malignant pain and failed back surgery syndrome. Past medical history included, traumatic brain injury 2 years ago. On (B)(6) 2016 around 1pm, the patient heard a critical pump alarm for about 30 minutes before it stopped. The pump was interrogated and logs were checked on (B)(6) 2016. Logs indicated that pump stalled at 1pm and restarted at 1:36pm on (B)(6) 2016. The patient did not have an MRI and was not in the hospital setting that day. Since pump restarted, no immediate action was taken except that the patient was told to remain vigilant for another pump alarm and if it does happen, to take notice of any electrical apparatus around them at the time to rule out emi interference. The cause of the motor stall was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the manufacturer representative reported they were initially informed of the critical alarm by the hcp on 2016-dec-25. The nausea seemed to be associated with withdrawal. The representative was unable to determine reason for the stalls. The patient denied being exposed to emi. The representative programmed the pump to run at minimum rate, and the patient was being scheduled for ¿stat¿ pump replacement. The representative would send the pump for examination after it was replaced.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a manufacturing representative regarding a patient receiving intrathecal fentanyl 10 mcg/ml at 2.701 mcg/day and bupivacaine 4 mg/ml at 1.0803 mg/day. A motor stall was seen at initial interrogation. The patient had not recently had an MRI. The patient¿s pump had been stalling three times (with the audible critical pump alarm heard) and recovering since (B)(6) 2016. . Electromagnetic interference (emi) was ruled out as the cause of the stalls. The patient suddenly experienced nausea on (B)(6) 2016 and twice on the morning of (B)(6) 2016, but vital signs were normal. Technical services troubleshot with the manufacturing representative, and the manufacturing representative was going to confer with the patient and healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.